Event description:
Customer reported a keypad anomaly. The customer stated her buttons were unresponsive. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump buttons all responded properly. The insulin pump was received with a cracked case at the display window corners, a cracked display window, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.